Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0870 inches. Possible under delivery anomaly not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The pump passed tone check and vibrate check during self test. No audio/vibrate anomalies noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Power loss alarm and pump error 23 were not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, scratched keypad overlay and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. The motor was tested outside of the pump and passed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Please see the boluses listed on the event date 04-feb-2023 in the pump history file. 02/04/2023 10:12:31.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 0.2, bolusamountdelivered = 0.2. 02/04/2023 10:15:30.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 0.1, bolusamountdelivered = 0.05. 02/04/2023 10:24:40.000 normalbolusdelivered, bolusprogrammingmethod = manual bolus, normalbolusamountprogrammed = 3.2, bolusamountdelivered = 3.2. 02/04/2023 11:58:43.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 1.5, bolusamountdelivered = 1.5. 02/04/2023 17:05:30.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 1.4, bolusamountdelivered = 1.4. There was no user suspend alarm noted on the event date 04-feb-2023 there was no alarm or auto suspend alarm noted in the pump history file. Please see below for the daily total of all insulin delivered on the event date 04-feb-2023. 02/04/2023 09:28:53.000 dailytotals, dailytotalcollectionstarttime = 02/04/2023 00:00:00.000, dailytotalofallinsulindelivered = 0, dailytotalofbasalinsulindelivered = 0, dailytotalofbolusinsulindelivered = 0. 02/04/2023 10:18:10.000 dailytotals, dailytotalcollectionstarttime = 02/04/2023 09:29:52.000, dailytotalofallinsulindelivered = 0.3, dailytotalofbasalinsulindelivered = 0.05, dailytotalofbolusinsulindelivered = 0.25. 02/12/2023 12:08:09.000 dailytotals, dailytotalcollectionstarttime = 02/04/2023 10:18:51.000, dailytotalofallinsulindelivered = 9.5, dailytotalofbasalinsulindelivered = 3.4, dailytotalofbolusinsulindelivered = 6.1. Please see the no delivery alarm listed on the event date 04-feb-2023 in the pump history file below. 02/04/2023 10:05:18.000 alarmalertnotification faultnumber = no delivery (7) - during basal. 02/04/2023 10:15:30.000 alarmalertnotification faultnumber = no delivery after estimate zero (8) - during bolus. Please see below for the pump errors/alarms noted 1 week prior to the event date 04-feb-2023 in the pump history file. 01/29/2023 09:34:00.000 alarmalertnotification, faultnumber = low battery alert (104). 01/29/2023 19:05:00.000 alarmalertnotification, faultnumber = change battery fault (73). 01/29/2023 19:36:00.000 alarmalertnotification, faultnumber = off no power (11). 01/29/2023 19:44:55.000 batteryremoved. 01/29/2023 19:44:55.000 alarmalertnotification, faultnumber = battery removed (84). 01/29/2023 19:45:08.000 batteryinserted. 01/29/2023 19:45:18.000 batteryremoved. 01/29/2023 19:45:18.000 alarmalertnotification, faultnumber = battery removed (84). 01/29/2023 19:45:28.000 batteryinserted. 01/29/2023 19:46:23.000 alarmalertnotification, faultnumber = power deadlock alarm (60). 01/31/2023 21:15:00.000 alarmalertnotification, faultnumber = lost sensor 1 alert (780). 02/03/2023 11:19:52.000 alarmalertnotification, faultnumber = no delivery after estimate zero (8) - during bolus. 02/03/2023 11:29:00.000 alarmalertnotification, faultnumber = no delivery after estimate zero (8) - during basal. 02/03/2023 11:39:43.000 alarmalertnotification, faultnumber = reservoir estimate 0 alert (113). 02/03/2023 11:39:59.000 alarmalertnotification, faultnumber = no delivery (7) - during basal. 02/03/2023 11:43:36.000 alarmalertnotification, faultnumber = reservoir estimate 0 alert (113). 02/03/2023 11:44:05.000 alarmalertnotification, faultnumber = no delivery (7) - during basal. 02/03/2023 11:54:00.000 alarmalertnotification, faultnumber = no delivery (7) - during basal. 02/03/2023 12:15:47.000 alarmalertnotification, faultnumber = no delivery after estimate zero (8) - during prime. 02/03/2023 12:18:00.000 alarmalertnotification, faultnumber = no delivery after estimate zero (8) - during basal. 02/03/2023 12:27:00.000 alarmalertnotification, faultnumber = no delivery after estimate zero (8) - during basal. 02/03/2023 12:37:00.000 alarmalertnotification, faultnumber = no delivery after estimate zero (8) - during basal. 02/03/2023 13:21:08.000 alarmalertnotification, faultnumber = no delivery after estimate zero (8) - during bolus. 02/03/2023 13:33:00.000 alarmalertnotification, faultnumber = no delivery after estimate zero (8) - during basal. 02/03/2023 13:43:00.000 alarmalertnotification, faultnumber = no delivery after estimate zero (8) - during basal. 02/04/2023 09:28:41.000 batteryremoved. 02/04/2023 09:28:41.000 alarmalertnotification, faultnumber = battery removed (84). 02/04/2023 09:28:57.000 alarmalertnotification, faultnumber = post-reset ram crc alarm (23). 02/04/2023 09:29:13.000 alarmalertnotification, faultnumber = batt out limit(6). 02/04/2023 09:29:25.000 alarmalertnotification, faultnumber = batt out limit(6). 02/04/2023 10:05:18.000 alarmalertnotification, faultnumber = no delivery (7) - during basal. 02/04/2023 10:15:30.000 alarmalertnotification, faultnumber = no delivery after estimate zero (8) - during bolus. 02/04/2023 10:17:57.000 batteryremoved. 02/04/2023 10:17:57.000 alarmalertnotification, faultnumber = battery removed (84). 02/04/2023 10:18:14.000 alarmalertnotification, faultnumber = post-reset ram crc alarm (23). 02/04/2023 10:18:29.000 alarmalertnotification, faultnumber = batt out limit (6). 02/04/2023 10:18:40.000 alarmalertnotification, faultnumber = batt out limit (6). Low battery alert (104) not confirmed. Change battery fault (73) not confirmed. Off no power (11) not confirmed. Power deadlock alarm (60) tone, vibrator or motor did not have power available when needed (not confirmed). Lost sensor alert (780) not confirmed. No delivery (7) not confirmed. No delivery after estimate zero (8) not confirmed. Post-reset ram crc alarm (23) not confirmed. Batt out limit (6) not confirmed. Low battery alert was due to the battery in the pump is low on power. The replace battery alert/ change battery fault (73) was triggered 9.5 hours after the low battery alert. Off no power was due to battery power depleted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No power deadlock alarm noted during testing. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. Batt out limit (6) and pump error 23 was due to the battery removed for more than 10 minutes pump or reset due to battery backup depletion. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Possible under delivery anomaly not confirmed. Insulin flow blocked alarm/no delivery alarm not confirmed. Power loss alarm not confirmed. Pump error 23 not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of  551 mg/dl at the time of the event. It was also reported insulin flow block alarm. The customer was admitted to the hospital and had diabetic ketoacidosis. Troubleshooting was performed. The auto mode feature was active and the pump was used within 48 hours of the reported high bg event. It was unknown whether the customer will continue the use of the device. The pump will be returned for analysis.